Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted product event summary: analysis found the stylus will not align with the arrow; overlay found out of electrical specification. Analysis also found the latch tabs are broken off of the power cord bay door. Concomitant product: r2290 analyzer. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.